Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and has been revised to a not reportable event.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if the three reported devices malfunctioned? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that on the 3rd fire of the stapler when trying to complete procedure, the surgeon felt that when he closed the anvil onto the cartridge the jaws were misaligned and that staples were not completely formed. The surgeon also feels it was not cleaned properly in its prior use.